Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited rising thresholds, and rising/high impedances. The lead was examined using fluoroscopy, and no abnormalities were noted. It was further reported that the patient became sick, and the lead thresholds continued to rise. The lead was monitored for a period of time, as the physician initially suspected that the sickness and threshold increase was due to a thyroid condition. The lead was later capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited rising thresholds, and rising/high impedances. The lead was examined using fluoroscopy, and no abnormalities were noted. It was further reported that the patient became sick, and the lead thresholds continued to rise. The lead was monitored for a period of time, as the physician initially suspected that the sickness and threshold increase was due to a thyroid condition. The lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned; however, performance data was collected from the device and has been analyzed. Rv impedance was approximately 700 ohms in (B)(6) 2011. After a steady increase over the next year, impedance is approximately 2,400 ohms as of (B)(4) 2012.

Event description:
It was reported that the lead exhibited rising thresholds, and rising/high impedances. The lead was examined using flouroscopy, and no abnormalities were noted. The lead remains in use. No patient complications have been reported as a result of this event.